Event description:
It was reported that during routine check, the system 98 intra-aortic balloon pump (iabp) pressure signal was not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - (event site postal code - (B)(6),site country,event site state - (B)(6)), (type of investigation,investigation findings,component code,investigation conclusions),h10. A getinge fse checked the machine and found cable from front end board to bp out defective and replaced the cbl assy bp input to front end.checked functionality found ok. Handed over the machine in working condition.